Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device prompted to connect electrodes when there was a patient load. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device powered on into ECG mode instead of the expected AED mode. It was noted that the device was responsive to both ECG and AED mode and was able to read ECG and recognize a shockable rhythm. Upon further evaluation of the customer's device stryker determined that the cause of the reported issue was due to the ECG preamplifier circuit on the analog pcb assembly. The customer was sent a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device prompted to connect electrodes when there was a patient load. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.